Event description:
It was reported that a high drain 103 alarm occurred after use on the home choice (hc). This indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The home patient (hp) stated they received a low drain volume (ldv) alarm the first two drains and kept moving around till the drain volume (dv) reached the 85% setting. The initial dv equaled 855ml, the last fill volume (lfv) equaled 999ml, the total fill volume (fv) equaled 7996ml, the total dv equaled 9427ml, the total ultra filtration (uf) equaled 1430ml, the cycled four uf equaled 43ml, the cycle three uf equaled 2033ml, the cycle two uf equaled -285ml, the cycled one uf equaled -361ml, and there were no bypasses. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. A device history review and service history review were completed with no issues noted. Should additional relevant information become available, a supplemental report will be submitted.